Event description:
It was reported that during use of the healon endocoat that the patient experienced a corneal burn along with an approximately 14 diopter astigmatism. During use, the doctor reported that the capsular rhexis and hydrodissection were performed using the healon endocoat successfully. When the doctor went to use the healon endocoat to sculpt, the healon clogged in the phaco tip causing the shaft to heat and resulted in the corneal burn. The lot number of the healon endocoat was not provided. The phaco tip is not an abbott medical optics (amo) product. The manufacturer has been notified. No further information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.